Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240/2367 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The supply bag became disconnected. The technical service representative (tsr) had the home patient (hp) cycle power the hc machine. The tsr explained the alarm. The hp would discard the supplies and finish with manuals. The hp would call the nurse regarding the air detect alarm and about being connected and the bag becoming disconnected. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error (se) 2240 alarm due to an use error. Complaint is confirmed and the assignable cause, use error, supply bag becomes disconnected during the therapy, causing an alarm situation se. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Label review was performed and the review found the labeling adequate for the related use error in the complaint. Se2240 alarm is being investigated in, (B)(4).